Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to the device clinic, t-wave oversensing was seen on the device. Programming changes were discussed. The recommended changes were made. The device remains implanted. The patient condition is stable.